Manufacturer narrative:
Eval summary: eval of the returned device found a posterior cuff miss had occurred. The posterior cuff was still loaded on the foot. There was no needle strike mark on the foot. The anterior cuff was still engaged to the anterior needle tip. The link pulled from the anterior cuff was the result of a posterior cuff missed. A proxy plunger was reinserted and the needle trajectory was acceptable. We were not able to determine the root cause based on the investigation findings. No mfg issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.